Event description:
The arrhythmia did not result in clinical compromise and was suspected due to the heartmate data history. The arrhythmia in this event was not thought to be device or therapy related. The implantable cardioverter defibrillator (ICD) was implanted prior to ventricle assist device (vad) implantation. The arrhythmia resolved and treatment was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was newly implanted. Log files were submitted for review and captured intermittent low flow estimates with high pulsatility index (pi) as well as low flow alarms on (B)(6) 2024 and (B)(6) 2024. The estimated flow was fluctuating below 2.5 lpm threshold. Some of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms). The estimated flows were averaging from 1.5 to 2.4 lpm and pi is averaging from 7.4 to 11.8 during these events. There did not appear to be any type of external equipment issues causing these events. These seem to be physiological in nature. There were no other notable alarm conditions or parameter changes. The equipment was operating as intended electronically and mechanically. Additional log files were submitted for review and displayed low flows where the low flow estimator dropped below 2.5 lpm (including low flow flags - lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm). There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events seen within the log files and the equipment was operating as expected. The low flows were suspected to be due to atrial fibrillation (af) as the patient had cardiac resynchronization therapy with a defibrillator (crtd) and a history of af. Low flow alarms resolved itself and there were not other symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained events from 08sep2024 through 13sep2024. Multiple, transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.